Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "error code 807". This condition was found in the general pt ward. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump that experienced failure code 807 was not confirmed nor reproduced during product evaluation. The cause of the reported condition was not determined, and therefore no repair was needed. User interface module: this device is a remediated colleague pump with a user interface module software version of 6.13.90.a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.